Manufacturer narrative:
This is the same event as 3010536692-2016-00103.

Event description:
Allegedly, patient was revised due to mom complications. (Right).

Manufacturer narrative:
Received additional surgery information.